Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 10ml leaked. The following information was provided by the initial reporter: the plunger is not tight, injection solution leaks through the back.

Event description:
It was reported that syringe s2 10ml leaked. The following information was provided by the initial reporter: the plunger is not tight, injection solution leaks through the back.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 2006133 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, leakage was observed through the plunger rod. It is possible that this incident resulted from damage to the plunger lip component. This type of damage can result from the handling of the product through the manufacturing process or during the assembly process.